Event description:
The following has been reported by customer: according to the nurse's report an infusion pump was alarming and after silencing it, put it to restart and it turns off by itself. The times of the events are: jun/09 stop between 2:18 pm and 3:20 pm. Jun 10 stop at 3:30 pm for a few minutes. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.